Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Societe francaise de chirurgie orthopedique et traumatologique congress abstract "the 10 year results of the fixed-hinge, cemented, stryker modular endoprosthetic distal femoral tumour system: a multicentric retrospective review of 125 cases" reports revision of 8 patients for infection.